Event description:
I have had breast implants for about 8 years and just recently started developing breast implant symptoms. I've had breathing problems, anxiety, pain, depression, weakness, tingling in my hands and feet and weight loss. Ref report: mw5160974.